Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-12125. It was reported that the patient presented in clinic. It was found that the patient had developed an infection. The full system was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.